Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula issue twice and experienced diabetic ketoacidosis. Subsequently, the patient was admitted to the intensive care unit. The patient received no alarms and blood glucose level was reported to be 344 mg/dl. The site location was right side of patient's abdomen and the infusion set had been in use for one day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.